Event description:
The pt received as scs system, which included an external charging system, on (B)(6) 2007. The pt reported that the charging system became hot while she was recharging her ipg. A new charging system was sent to the pt and f/u found that the replacement charging system corrected the issue. The original charging system was not returned to the MFR for analysis. No add'l info is available.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.